Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump received service alarms; the pump was rebooted and continued to have service alarm. During troubleshooting with customer support the battery was removed from the battery compartment and replaced with a new lithium battery and the pump would not power on. The reporter stated that the patient had been wearing the pump in water exposure all day; however denies any signs of moisture behind the display or in the battery compartment. The reporter denied cracks or fissures in the pump casing. The reporter confirmed that the battery cap had never been replaced on this pump, nor has the cartridge cap been changed in the past six months. The reporter confirms that the keypad is intact as is the audio bolus button. Troubleshooting failed to identify any source of moisture. There is no adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): moisture was noted behind the display lens. The pump failed to power on during testing. The pump was unable to be downloaded to review the history. A leak test was performed and the display lens was found to be leaking. The pump casing was opened and moisture was observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.